Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding your complaint that kit (rapid detection of sars-cov-2 & flu a+b (material # 256088), batch number 1168864, was ¿yielding numerous false positive results¿. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a valid batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using bd veritor¿ sars-cov-2 and flu a+b assay false positive results were obtained by the laboratory personnel. The customer stated there was no patient impact. Eua# (B)(4) the following information was provided by the initial reporter: " customer inquiry/problem: one of our sales reps emailed ts to report that a customer expressed concern that the triplex assay appears to be yielding numerous false positive results at his facility."

Event description:
It was reported that while using bd veritor¿ sars-cov-2 and flu a+b assay(B)(6) results were obtained by the laboratory personnel. The customer stated there was no patient impact. Eua# (B)(4) the following information was provided by the initial reporter: " customer inquiry/problem: one of our sales reps emailed ts to report that a customer expressed concern that the triplex assay appears to be yielding numerous (B)(6) results at his facility."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.